Event description:
Patient had multiple episodes of gi bleed, requiring low anticoagulation. He developed an ischemic stroke with hemorrhagic transformation. Pump had low flows and high power, episodes of tia - decision made to exchange pump and device.